Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing power losses and station was not available when users attempt to remove medications. A technical support specialist dialed into the device and observed a memory error, noting that the station application was heavily utilizing system resources, consuming approximately 50% central processing unit (cpu) and contributing to high memory usage, used task manager to terminate the med application process and allowed it to relaunch automatically, confirmed that the station was non-profile and that the database size was not flagged for high usage, repaired windows operating system files and verified that recent updates had been installed, after which the central processing unit (cpu) usage returned to normal levels, memory utilization stabilized at approximately 85% of the available 4 gb, performed a component manager cleanup and confirmed that the c: drive was utilizing 66% of available space, verified that the station was running choco version 1.7.4.94 and confirmed there were no issues with station purge or data synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was experiencing power losses and station was not available when users attempt to remove medications. However, there were no delays or adverse events or injuries reported based on this event.